Event description:
It was reported that the operating physician had caused a suspected lead dislodgement during a catheterization procedure. A device check showed increasing right ventricular (rv) lead pacing impedance and unstable thresholds. The patient underwent lead revision surgery where the rv lead was explanted and replaced. During the procedure, when disconnecting the rv lead from the implantable pulse generator (ipg), the setscrew was stripped. The setscrew was unable to be tightened down onto the lead. The grommet was removed and the screw was then able to be tightened. However, the physician ultimately elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that electrical test results were within specification.